Manufacturer narrative:
The tech replaced the right head siderail assembly to resolve the issue.

Event description:
Tech alleged that the bed had a broken weldment at the upper pivot point of the right head siderail preventing it from locking in the up position. There was no pt impact.